Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, via email with essential information, the doctor found a hole in the 7f 100 cm extra back-up 3.5 (xb3.5) vista brite tip guiding catheter. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned as anticipated.

Manufacturer narrative:
As reported, via email with essential information, the doctor found a hole in the 7f 100 cm extra back-up 3.5 (xb3.5) vista brite tip guiding catheter. There was no reported patient injury. Multiple attempts to gather additional information have been made and have been unsuccessful. The device was not returned as anticipated. The reported event of ¿catheter (body/shaft)-puncture/cut¿ could not be confirmed as the device was not returned for analysis and images were not received. The exact cause of the issue experienced could not be determined. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the hole in the catheter. However, storage, procedural and/or handling factors may have contributed to the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged. To prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter.¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.